Manufacturer narrative:
(B)(4). D10 medical devices: nexgen articular surface size ef 10 mm height, catalog #: 00596404010, lot #: 64514229. Stemmed nonaugmentable tibial component option cr/ps/lps size 5, catalog #: 00598604701, lot #: 64545963. All poly patella standard cemented size 29 mm diameter 8.0 mm thickness, catalog #: 00597206529, lot #: 64620608. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right total knee arthroplasty. Subsequently, patient reports audible noise and ambulation difficulties. No revision procedure or intervention has been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, h10, and h11. Proposed component code: mechanical (g04) ¿ femur reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.